Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced unexpected post operative refractive error. Clinical reason being mentioned as aberrant posterior optic/ haptic vaulting (small diameter capsular bag contributed to posterior lens vaulting). The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) following the secondary implant procedure. There was no impact to the patient. Additional information has been requested.